Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the patient's leadless pacemaker exhibited loss of capture. The device was not used, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture could not be confirmed. Visual inspection showed that the outer helix was stretched out of specification consistent with force used during the procedure. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, including output/capture verification and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.